Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had a hernia repair, following a bowel perforation on (B)(6) 2017. It was reported that the patient experienced pain, burning , infection and the doctors have ¿refused to remove the hernia mesh.¿ no additional information provided.